Event description:
It was reported that the customer's insulin pump was squirting out the insulin, and the customer felt that the device was not functioning properly. It was stated that the numbers were ramping and when the display was blank. It was mentioned that the customer had been disconnected from the insulin pump since then. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
No blank display noted. The insulin pump was unable to prime during prime test due to loose drive support disk. Unable to test the operating currents and off no power alarm due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had a cracked case at display window corner, cracked battery tube threads and a scratched display window. No damage noted on isolation tape on lcd.